Event description:
It was reported that this communicator displayed a red call doctor (rcd) icon. Upon review of device data of this cardiac resynchronization therapy defibrillator (crt-d), it was discovered that there was an alert for the right ventricular (rv) lead shock impedance (sli) being high out-of-range (oor). No adverse patient effects were reported. The rv lead was not manufactured by boston scientific. Currently, this crt-d system remains in service.